Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure the lead was difficult to place, and the helix was difficult to extend. The lead was not used, and another lead was implanted. No patient complications have been reported as a result of this event.